Manufacturer narrative:
The manufacturers product support engineer advised the customer to replace the power supply. No repair information received from customer. Patient information requested, no response from customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device running on battery while plugged into ac power. No ac power. No patient harm reported.